Event description:
It was reported that pump displayed malfunction code 24 that could not be reset, and there were no notable events before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections while contacting healthcare provider for appropriate doses, and technical support arranged a replacement pump under warranty, confirmed shipping details, provided storage mode and return instructions for problematic pump, and advised customer to enter pump settings and reconnect cgm on replacement pump.